Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise resulting oversensing were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the supposition; nor was the lead insulation damage observed during the rv lead revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.